Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones and displayed an elective replacement indicator (eri). Eri was triggered due to a charge time (CT) of 28.5 seconds. After 3 manual capacitor reformations, the device displayed an end of life (eol) indicator. In may 2006, the CT was 19.7 seconds.